Event description:
During an adenoidectomy procedure the physician was utilizing a procise max plasma wand. Intra-operative the physician complained that the wand was not ablating the tissue as expected, in addition, the physician felt that homeostasis was not being adequately achieved. The physician ultimately reverted to completing the procedure with a monopolar suction cautery device. No patient complications were reported as a result of this event.